Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2018) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Or, did the device lock-out (no staples deployed and no cut line started)?

Event description:
It was reported that during an appendectomy procedure, the device's triggering lever did not slip back after cutting. No harm to patient. Procedure continued with competitor's device.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.